Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some post port placement , the blood was allegedly leaked near the insertion site when x-ray examination was performed, it revealed the catheter breakage. The port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with a groshong catheter in two segments were returned for evaluation. Visual, microscopic visual, and functional evaluations were performed. The investigation is confirmed for the reported catheter fracture, leak and the identified deformation and naturally worn issue, as a circumferential break that was elliptical in shape was noted approximately 6.9 cm from the distal end of the cath-lock. The distal catheter segment measured approximately 15.5 cm in length. Both edges of break were jagged, with rounded and granular surfaces. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some post port placement , the blood was allegedly leaked near the insertion site when x-ray examination was performed, it revealed the catheter breakage. The port system was removed. There was no reported patient injury.